Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown nexgen femorals, lot # unknown (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial knee surgery on an unknown date. Subsequently, the patient had a revision approximately a month ago due to pain and a sizing issue of the patella being too small.

Manufacturer narrative:
(B)(4). Implant date - unknown month and day in 2015. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.